Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with 2+ diffuse lamellar keratitis (dlk) one day post lasik. The patient noted the eye feels inflamed. Topical steroid dosage was increased, an oral steroid was prescribed, and flap lift and rinse was performed. On follow up, the dlk was improving. Five days post onset, symptoms were noted to be resolved. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.